Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the atrial lead exhibited loss of capture due to dislodgement. The lead was successfully repositioned.